Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) unit had displayed an error message indicating system over-temperature due to a compressor issue. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.